Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 586638m adaptor, (B)(6) 2002; 5071 implantable pacing lead, (B)(6) 2002; sesr01 implantable pulse generator (ipg) (B)(6) 2011; 4524 implantable pacing lead, (B)(6) 1999. (B)(4).

Event description:
It was reported that oversensing resulting in underpacing was reported by the physician. It was unclear whether the oversensing was being caused by a lead or the adaptor. The leads and adaptor were capped. The device was explanted and replaced prophylactically and a new system was placed. No patient complications have been reported as a result of this event.